Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. Customer treated with bolus through the pump. The customer reported infusion set cannula to appear bent. The customer stated that he had diabetic ketoacidosis event before due to cannula back in (B)(6) 2016. The customer declined to troubleshoot for high readings. The product was not returned for analysis.